Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval, it was discarded. Lot number info has not been provided to permit further investigation. The root cause is multi factorial.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke at the mount. It was also reported that the broken pieces were found and discarded with the blade. No adverse consequences were reported.